Manufacturer narrative:
Evaluation summary: the investigation is in progress. The blue monarch iii handpiece injector has not yet been received for evaluation at this time. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Attempts have been made to obtain additional information. A completed questionnaire and medical records was received on (B)(4) 2013. (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, a slit was noted in the middle of two lenses. Additional information was received from the surgical technician who reported that the two lenses were removed through an enlarged incision. After removal of the second lens, the facility did not have anymore of this type iol, so the patient was left aphakic and returned the next day to have her iol implanted. That procedure was completed with no complications. The technician stated that during the first surgery, she felt the plunger went over the lens, causing the slit in the lenses. Medical records were received and reviewed. The records indicated that during the initial surgical procedure, the wound was closed with three sutures. On the patient's follow up visit on the first day following the original procedure, the surgeon noted a 3 mm central corneal abrasion in the eye. A bandage contact lens was placed in this eye. In a follow up, the surgeon reported the event resolved. The surgeon reported the use of an unapproved viscoelastic during the original surgical procedure.